Event description:
The customer reported the nurse call function was not working. It is unknown if the unit was in clinical at the time the reported issue was discovered; however, customer reported there was no harm to the patient or the user.